Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer¿s blood glucose was unknown at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, prime/seating test, basic occlusion test and self test. No pump error 43 alarms noted during testing. Pump error 38 alarmed during rewind and unit failed force sensor testing due to severe corrosion on motor assembly. Severe corrosion on force sensor assembly and moisture damage on electronic board stack.